Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The system board was replaced as a precaution measure for the reported issue. Further evaluation by physio-control found that the home button did not work, and the event key operated intermittently. Therefore, the main keypad was replaced. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device repeatedly reset itself. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.